Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. At 8:38 am, the meter result was 4.6 inr. At 9:01 am, the meter result was 5.5 inr. At 9:03 am, the meter result was 1.1 inr. At 9:30 am, the result from the laboratory was 3.8 inr. Customer's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Initial reporter occupation-occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The meter and test strips were returned for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%. Donor 2 hct: 36%. Testing results: donor #1: retention meter and master lot strips: 2.7 inr. Returned meter and customer strips (vial 1): 2.6 inr . Returned meter and customer strips (vial 2): 2.5 inr. Donor #2: retention meter and master lot strips: 3.3 inr. Returned meter and customer strips (vial 1): 3.2 inr. Returned meter and customer strips (vial 2): 3.1 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.